Event description:
It was reported that during an open low anterior resection, staples were malformed at the 1st firing. It was found that, in a leak test, some staples were unformed and not stapled properly. After that, all staples came off when the staple lines were touched with the hand. Additional suture was performed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that one device arrived in good visual conditions and void of staples. However, two b-formed staples were found in the pockets. The device was manually loaded with staples and it was tested for functionality. The device was fired and it formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.